Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of these events cannot be conclusively determined with the available information. However, these cases were most likely impacted by the progression of the patient¿s underlying valvular disease pathologies with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review could not be performed, as the device serial numbers are unknown. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The following literature article was reviewed: "effect of bioprostheses anti-calcification treatment: comparative follow-up between mitroflow lx and magna pericardial xenografts using a propensity score-weighted analysis," by author blasco-lucas a, et al. The aim of this study was to compare the clinical outcomes between mitroflow lx valve, without anti-calcification treatment, and the carpentier-edwards perimount magna (p-magna), with anti-calcification treatment. The p-magna prosthesis showed significantly better overall and cardiac-related survival than the mitroflow lx. The higher early structural valve disease (svd) and reoperation rates seen with the mitroflow lx prosthesis did not impact negatively on valve-related survival. It was found that there were four (4) patient's with p-magna valves who underwent redo-aortic valve replacement. The failure modes were not provided. The implant duration of the valves are also unknown.